Event description:
It was reported that the patient had difficulty charging the ipg as it was not staying charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.